Event description:
Approximately 9 year(s), 10 month(s) and 10 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Patient began experiencing increasing right shoulder pain with no specific traumatic episode. The pain is continued to progress and is worse with activity. X-rays show dissociation of the glenoid component from the central and superior pegs with the polyethylene containing the 2 lower pegs. The patient is scheduled for a standard total revision with removal of the glenoid component. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6. MDR section codes updated/corrected: b, c, d, f, g. The revision reported was likely the result of center cage and superior peg disassembly as reported. Although disassembly cannot be confirmed from the information provided, contributing factors may include improper initial seating during implantation and/or off-axis drilling of the peripheral pegs resulting in a rocking horse motion around a well-fixed cage. However, the series of events cannot be confirmed as the device was not returned for evaluation and no product images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.